Manufacturer narrative:
This report was sent in error, changing the wheel on the tower. Would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Event description:
It was reported the work station had a broken wheel. There were no reports of patient involvement. The issue occurred during maintenance.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.